Event description:
It was reported that upon functional evaluation it was determined the electrode hub has been pulled off and is missing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.